Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there has been a gradual rise of lead impedance, from 461 ohms to 2300 ohms, during the last two years. The lead impedance is now high. The lead remains in use. No patient complications were reported as a result of this event.